Event description:
Manufacturer received an implant card reporting replacement surgery of the patient's generator. During the investigation of the reported replacement surgery, it was determined the patient underwent "wound revision" surgery of his first generator implant one month post implant in 2001. Reason for "wound revision" surgery is unknown. Subsequently, the patient's generator was explanted the same year for reasons unknown. The explanted generator was not returned to manufacturer for product analysis.